Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. Attempts are being made to have the product returned. This report will be amended when the investigation is completed. This event occured in another country.

Event description:
Orig. Surg. ~ 7-8 years ago. Allegedly patient had knee pain. Patient's patella was removed while the insert was being changed. Knee was very stiff on examination. Considerable scarring noticed when knee opened and blackening of the surrounding tissues. Excision of scar tissue and pcl resected.